Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Unopen samples were provided for evaluation. In addition on photograph was provided by the facility for evaluation. Photograph specifies the reported bonded joint where the disconnection was observed. A sampling of (B)(4) sets were visually inspected for lack of solvent and no defects were confirmed on the samples. It should be noted that the bonded joint between the caresite and luer lock connector, problem location specified by the customer, was attempted to be unscrewed by the investigator during visual evaluation. Had there been no/insufficient solvent on the bonded joint there would have been a disconnection recorded. In addition a sampling of (B)(4) sets were tested for leakage per internal specification. All samples were correctly bonded between the caresite and luer lock connector. Leak testing of the samples confirmed no leakage. Based on the evidence provided the reported defect was unable to be replicated or confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that during disconnecting the set leaked.